Event description:
Philips received a complaint on the heartstart xl defibrillator indicating the device needed battery replacement. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart xl device and all associated service/support was discontinued on 31-dec-2013. The end of support date for the device is 31-dec-2018. The customer was aware of the end of life terms and the device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl defibrillator monitor indicating that the battery is defective. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.